Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4) ) displayed a user advisory - "(ua)20" (position out of range) error message upon powering on was confirmed during the functional testing and in the archive data review. The root cause of ua20 error message was due to the encoder drive shaft was not at the "home" position, likely attributed to user error. User advisory (ua) 20 is the clearable error message and alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, to clear the error message, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. No physical damage was observed on the autopulse platform during visual inspection. The archive data review shows multiple occurrence of ua20 error messages, thus confirming the reported complaint. The autopulse platform failed initial functional testing due to ua20 error message displayed upon powering on, thus confirming the reported complaint.to remedy ua20, the driveshaft was rotated to "home" position using the administrative menu. After service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
During shift check, customer reported the autopulse platform (serial #(B)(4) ) displayed a user advisory - "(ua)20" (position out of range) error message upon powering on. The customer was unable to clear the advisory. No patient involvement.